Event description:
The customer reported to philips healthcare that the heartstart mrx had a co2 test failure. There was no negative pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.